Event description:
The following was reported via user facility medwatch: after a pt was discharged, housekeeping was cleaning the infant crib when metal coated bars were peeling. The peelings were reportedly sharp. The crib was removed from service. Pictures and sample shavings are available.

Manufacturer narrative:
Sharp edges where metal coated bars peeled.